Manufacturer narrative:
Investigation findings: the handpiece was received for evaluation and the reported problem of overheating was confirmed. During testing, excessive heat was noted in the collet due to foreign debris in the collect causing the bearing to stick. Further investigation found the motor failed the torque test, the lever mount is damaged and preventive maintenance is overdue. Conmed linvatec repair records show june 2006 as the last date of service for this handpiece. The instruction manual for this handpiece informs the user that the recommended service interval for this device is every 12 months. In addition the manual warns the user of the following: prior to each use, all instruments and accessories must be inspected for proper operation. Overheating might occur if the instrument or accessory bearings are worn or are not kept cleaned. Continually check all parts of the instrument or its attachments for overheating and discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the patient or operating room personnel. The customer will be given this information.

Event description:
It was reported that during use of this drill in oral surgery, heat was felt in the body of the handpiece. An alternate handpiece was used to complete the procedure, and there was no injury or surgical delay associated with this event.